Manufacturer narrative:
(B)(4). Batch # unknown. As the device is being retained by the customer, an analysis investigation could not be performed. A manufacturing record evaluation was performed for the finished device lot number r9589m, and no non-conformances were identified.

Event description:
It was reported that during a sleeve to bypass revision, er420, the doctor was using it to mark the jejunum with a clip they placed the device on the jejunum and it scissored, three times, the surgeon asked for a new device and completed the case with that second device. Case completed with another device of the same product code. There were no patient consequences reported.